Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this pt presented to the physician's office with diaphragmatic stimulation. No capture or sensing were noted on the rv lead. Patient's underlying rhythm was in the 60 bpm range with good av conduction. A chest x-ray revealed that the lead appeared to have perforated the rv. The pt was taken to the cath lab and the lead was repositioned with improved measurements. No adverse pt effects were experienced during the procedure.